Manufacturer narrative:
Patient identifier not available from the site. Parts have no been received from the site. Instrument was replaced.

Event description:
Medtronic received information regarding a navigation system being used during a spinal fusion. It was reported that when the surgeon used the thoracic probe, he noticed it was twisted. This occurred pre-operatively with no delay to surgical time. There was no reported impact to patient outcome.